Manufacturer narrative:
(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd q-syte¿ micro bore extension sets was exudation at the joint of the septum, which resulted in waste of the medicinal solution. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, the patient used the infusion port for intravenous infusion. When visiting the ward, it was found that there was exudation at the joint of the septum, which resulted in waste of the medicinal solution and caused discomfort to the patient.

Manufacturer narrative:
Since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No additional information.